Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called and she reported she was hospitalized with high blood glucose over 500 mg/dl and diabetic ketoacidosis. The customer stated that the event was not related to the insulin pump; she had a sinus infection and was breast feeding at the time. She declined troubleshooting.